Manufacturer narrative:
Section d1, brand name: corrected. Section d4, catalog number: corrected. Section d4, lot number: corrected. Section d4, primary UDI number: corrected . No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of the system controller being in backup mode was confirmed via the submitted log files. A review of the submitted primary controller log file ((B)(4) ) showed 92 events spanning approximately 20 days ((B)(6) 2017, (B)(6) 2018, and (B)(6) 2023 per time stamp). The patient was placed on an ungrounded patient cable and the pump continued to struggle to maintain the set speed resulting in low speed operations and pump stops. These speed fluctuations continue through the remainder of the log file. The submitted file showed that the controller stopped logging events. This is indicative of the controller being in backup mode. While the controller is in backup mode, the controller does not log events in the log file and does not communicate with the system monitor. No other notable alarms were active in the log file. A review of the submitted primary controller log file ((B)(4) ) showed 195 events spanning approximately 20 days ((B)(6) 2017, (B)(6) 2018, and (B)(6) 2023 per time stamp). This data is identical to log file ((B)(4) ) except for an extra 5 hours of data which shows the continuation of the speed fluctuations and pump stops. The alarms temporarily resolved for 30 minutes after the driveline repair, but then returned and remained active through the remainder of the log file. The hmii system controller, serial (B)(6) was not returned for analysis. The root cause of the controller being in backup mode is unknown at this time; however, the issue with the driveline resulting in pump stops could have contributed to the event. Device history records were reviewed and showed no deviations from manufacturing or qa specifications. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Heartmate ii instructions for use (rev. C) section 7-¿alarms and troubleshooting¿ and heartmate ii patient handbook (rev. C) section 5-¿alarms and troubleshooting¿ explain how to properly interpret and troubleshoot all alarms. Heartmate ii instructions for use (rev. C) section 8-¿equipment storage and care¿ and heartmate ii patient handbook (rev. C) section 6-¿caring for the equipment¿ explain how to properly take care and maintain the integrity of the system controller. Heartmate ii instruction for use (IFU) (rev. C) section 4 ¿system monitor¿ explains how to set the date and time on the system controller, including how to synchronize the date and time of the system controller with the system monitor. This sections also informs the user of how to view system controller event history, and how to use the system monitor to collect log files from the system controller. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the system controller was exchanged. The log files from the new system controller were submitted and captured the controller exchange and then multiple pump stops, low voltage hazards, and low flow events that occurred throughout the log on battery power and on an ungrounded cable. The system controller had half of the green circle illuminated. There was an area on the driveline that was bent by the pocket controller. There was some thinning of the metal shielding that surrounded the wiring. When the bent part was straightened, the alarms ceased. A phase to phase short was confirmed and the external portion of the driveline was replaced with no issues. The patient was placed on a grounded cable and performed several torso movements with no alarms. Several hours later the patient had pump stops on the grounded cable. They were placed on an ungrounded cable and monitored. The last pump off event was noted in the log files when the patient was connected to a grounded patient cable and no further alarms were seen. The first system controller was exchanged due to flashing lights on the pocket controller with no green arrows illuminated, suggesting the pump was not on. The alarms resolved from 20-30 minutes then there was a low speed, low flow, and pump off. The driveline was attempted to be externally repaired but there were still pump off episodes. The pump exchanged occurred on (B)(6) 2023. Related regulatory reference report MFR # 2916596-2023-07204; 2916596-2023-07205.